Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient developed an infection. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The device was removed and there have been no reports of further complications regarding this event.